Event description:
It was reported that: "small drops of moisture have formed inside the sterile packaging. The issue was identified prior to use before package was opened on a quantity of 90 devices. There was no patient involved."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn#(B)(4). The reported complaint of 'moisture inside the packaging' was confirmed upon evaluation of the customer supplied pictures. The sample was not returned for investigation. Visual inspection conducted on photo showed that sample is affected with vapor inside packaging. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "small drops of moisture have formed inside the sterile packaging. The issue was identified prior to use before package was opened on a quantity of 90 devices. There was no patient involved.".